Event description:
Female patient, gestation of (B)(6) admitted for cesarean (c/s) delivery due to bleeding with a complete placenta previa. Spinal block placed by anesthesia; no complications reported with procedure. Procedure completed with patient in a sitting position. Prep completed with betadine. Location: l3-4. Injection details: negative aspiration for heme, no paresthesia on injection, free-flow cerebrospinal fluid and no pain on injection. Following procedure, anesthesia assessed patient to only have numbness from bilateral knees down to feet but continues to feel sharp pain at umbilicus. Numbness was greater on right than on left. Decision to convert to general anesthesia for c-section. General anesthesia and intubation for c/s and salpingectomy. Procedure completed, no complications reported.